Manufacturer narrative:
H10: one (1) used list# cl3948, oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap. Lot# unknown, one (1) used used bd alaris pump infusion set, and one (1) used container 500ml, 0.9% sodium chloride injection, usp manufacturer baxter were received for evalution. As received, no damage or anomalies were seen on the returned device. The spiros was hydrostatic pressure leak tested. The spiros leaked from the area of the o-ring/poppet interface. The reported complaint can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review could not be conducted because no lot number(s) was/were identified. Additional information in g1.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involves an oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap that leaked etoposide from the housing. The device was used with an unspecified bd pump tubing set and a smartsite. There was patient involvement, but no harm reported. This report captures the second of two events.